Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   10 devices were evaluated in the field and the issue was confirmed; 8 devices had broken/damaged components, 1 device had a dirty component, and 1 device had a bent component. The devices were repaired and returned. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 11 malfunction events, where it was reported there was unintended zoom motion. There was no patient involvement.